Event description:
Home pt's (hp) spouse contacted baxter's technical service center (tsc) regarding a system error 2240 alarm that occurred during dwell 3/5 of hp's automated peritoneal dialysis (acd) therapy on a homechoice machine. Reportedly, hp received the alarm after disconnecting their transfer set from the pt line of the homechoice set without pausing their therapy. When hp returned the homechoice machine was alarming, so hp cycled the homechoice machine on/off several times, reconnected their transfer set to the pt line of the homechoice set and started therapy over using the same supplies. Per rn, no pt injury or medical intervention was associated with this incident.